Manufacturer narrative:
The initial MDR 2517506-2017-00369 was filed on april 11, 2017. Additional information (04/13/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and stated that there was no evidence of device malfunction. Quality control was within acceptable range. The hsc specialist could not rule out sample specific issues related to sample handling or other sample integrity issues. The cause of the discordant, falsely low glucose result on one patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that this was an isolated event. The customer has not received any additional discordant results. The cause of the discordant, falsely low glucose result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low glucose result.